Manufacturer narrative:
It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2013. It was reported that the patient underwent revision surgery on (B)(6) 2018 during which the surgeon noted abdominal wall seroma. Incision, drainage and debridement of abdominal wall seroma with placement of drain performed. A 3 to 4 cm incision made directly over her old midline scar, skin and subcutaneous tissues dissected down to the capsule of the fluid collection and entered without difficulty. All loose tissues broken up so as to make the entire cavity one space. The underlying mesh unable to be visualized. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted transverse skin incision made directly over the most prominent aspect of her abdominal wall collection, skin and subcutaneous tissues dissected down to the capsule of the collection; seroma measured approximately 12 cm x 6 cm. Dissection in the subcutaneous tissues toward the left lateral aspect of the wound. Capsule freed from the anterior and posterior aspect and continued to the midline.

Manufacturer narrative:
(B)(4) to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery of one (1) of the mesh products and incisional hernia repair surgery on (B)(6) 2013 during which the surgeon noted the fascia was undermined medially, inferiorly and laterally, superiorly as well, where another previous mesh was encountered and this freed. It was reported that the patient underwent revision surgery on (B)(6) 2018 during which the surgeon noted hernia sac contained both small bowel and omentum densely adherent to the abdominal wall. Sections of small bowel fused to the abdominal wall from previous mesh placements and bowel resections. Several enterotomies in 10 cm segment of small bowel occurred that required a small bowel resection in 10 cm segment. Interloop adhesions were lysed. A frozen abdomen with dense adhesions in all four quadrants noted. It was reported that the patient underwent revision surgery on (B)(6) 2018 during which the surgeon noted a significant amount of serosanguineous fluid drained from the collection. The collection appeared to be resolving hematoma. There was also a large amount of fibrinous clot material, which was also manually debrided from the cavity. There appeared to be a capsule scar tissue posteriorly, which encapsulated the mesh. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted large amount of serosanguineous fluid suctioned and capsule incised. Several areas of clot formation found and debrided in the inner aspect of the cavity. Entire capsule debrided from the subcutaneous tissues. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.